Manufacturer narrative:
Other relevant device(s) are: brand name: micra. Model #: mc1vr01-delsys / expiration date: 28 may 2020 / serial#: (B)(4). UDI #: (B)(4). Device available for evaluation? No. Mfg date: 11 dec 2018. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased following the implant of a leadless implantable pulse generator (ipg). It was noted there were high thresholds and that pacing sometimes failed during placement in the septum. The ipg was implanted in the hinge region where an acceptable threshold value was found. It was noted the patient's blood pressure dropped post-operatively and cardiopulmonary arrest occurred. A perforation was suspected. Drainage was performed however the bleeding did not stop. Cardiac tamponade developed, hemostasis treatment and thoracotomy were performed and an artificial ventilator was attached. The patient died of multiple organ failure including acute renal failure and liver failure four days post procedure.